Manufacturer narrative:
No product will be returned for evaluation.

Event description:
Patient reported infusion device alarming and displaying "2.01". He indicated that the issue occurred while attempting to reconnect to the infusion device after having been disconnected for surgery. Patient stated that the surgery was for the insertion of a medical device into his body. He reported that the power pack had been in use for 2-3 weeks. Patient replaced the power pack and the infusion device functioned properly. He indicated that he was aware of the power pack recall. Company representative advised patient of the importance of replacing the power pack every two weeks. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.